Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and self-test. All operating currents are within specification. The off no power alarm functioned properly. No battery out limit alarm was noted. The pump was programmed and monitored for 2 days. No blank display noted. The pump had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer stated that she has been having issues with basals at night. The customer stated that she had low blood glucose readings of 34, 40,25, and 27 mg/dl and was taken to the hospital. The customer also stated that there was a blank display on the insulin pump. Customer was advised to revert to a backup plan per health care provider's instructions. A replacement pump will be sent to the customer.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.